Event description:
The customer stated that her blood glucose rose to "almost 400" mg/dl, and that she was not sure if the cannula was inserted or not.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the insertion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.